Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and insulin pump not working. The customer¿s current blood glucose level was unknown. The customer performed troubleshoot but the display did not return. Customer advised to the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the operating currents, self test and displacement test. No blank display and no backlight anomaly noted during test.